Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned and analyzed. Analyis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. An integrity alert was noted on the rv lead and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.